Event description:
It was reported that the patient underwent an implant of an intraocular lens (iol). It was stated that during the procedure, the lens appeared to be cloudy and "scratched". The lens was removed from the optic and exchanged. In addition, it was reported that there was incision enlargement during removal of the lens. Patient stated to be doing well. No complications were reported. No additional information as obtained.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification. Lens had surface residuals adhered to both sides of optic body compatible with handling the lens out of sterile environment. Also, the lens was received without one haptic and two large cuts in the optic. This condition is related to the stress of the explant process. No cloudy surface was observed on the sample. The complaint for cloudy was not verified in the sample returned. Lens condition is associated to the explant process. Batch records were reviewed: the review of the documentation and testing presented in the manufacturing record were found within product specifications. The documentation shows that the production order was manufactured according to specifications. No discrepancy related to quantity was found. No deviation or nonconformance was generated. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.